Event description:
It was reported that the atrial lead exhibited less than 200 ohms impedance in the bipolar and unipolar configurations. Historically the bipolar lead impedance was about 441 ohms. The patient was not pacemaker dependent and would be monitored.

Manufacturer narrative:
Na